Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The subject guide wire was returned for evaluation. The coil wire of the returned guide wire was fractured at the middle solder designed to be at 15mm from the wire tip. Approximately 13mm distal to the middle solder, the exposed core wire was found fractured. Microscopic observation of the core fracture found that the core wire was twisted near the fracture. Scanning electron microscope (sem) showed the core wire had a flat fracture surface and helical marks were on the core wire shaft. These findings suggested that the core wire was fractured due to accumulated torsion. Measurement of the returned guide wire revealed that approximately 15mm of the coils including the tip solder (ball tip) and approximately 2mm of the core wire were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the above investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied on the guide wire while its tip was being trapped by the lesion. The core wire was assumed to be wrenched off by the accumulated torsion. The coil wire was assumed to be elongated, twisted as coils got straightened, and eventually fractured at the middle solder where the coils were fixed to the core wire due to tensile stress applied upon wire removal. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] when torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction; and, [malfunction and adverse effects] damage (kink, bend, break apart).

Event description:
It was reported that the tip of an asahi guide wire became fractured during a ppi to treat a severe stenosis in the ostium of the right sfa as well as a cto in the mid right sfa. Multiple guide wires were used in attempts to cross the lesion; however, those failed to cross. Then the subject guide wire was advance to cross the lesion when the wire tip was found fractured. A snare was used to retrieve the wire fragment, however, the attempt failed. Although the procedure was resumed, none of attempted guide wires could cross. Because of x-ray exposure doe, the ppi was terminated. The patient was reportedly fine without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.